Event description:
It was reported that a person with diabetes (pwd) experienced a line blocked alarm which was recurring after full site and cassette change already. The alarm first occurred but the pwd resumed insulin with same supplies successfully until they received the alarm again. The pwd resolved the issue by changing the cassette and infusion set and stated that the cannula was not bent, however, the pwd was receiving the line blocked alarm again. The pwd changed the site again and reported that the cannula was bent. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.